Event description:
It was reported that balloon rupture occurred. The target lesion was located in the calcified right common iliac artery. An 8.0 x40, 75cm charger balloon catheter was advanced for dilation. The balloon was inflated against the lesion at 10 atmospheres for approximately 90 seconds. When the physician went to increase the pressure beyond the nominal pressure, the balloon deflated. Balloon rupture was noted. The device was removed and the procedure was completed. There were no patient complications and no harm was done to the patient.